Event description:
It was reported that the patient's leads were explanted on an unknown date for an unknown reason. It was also reported that surgical intervention may take place to explant the ipg for an unknown reason. Additional information is not available at this time.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown.

Manufacturer narrative:
Corrected data: per additional information received (section b5), there is no allegation against the devices. As such, this event no longer meets the reportability criteria.

Event description:
Additional information received indicates that the patient underwent a spinal fusion in 2025 during which the doctor elected to explant the leads. Additionally, the ipg is being electively explanted.